Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the x-ray panel on the table is not working at all. Review of the log file showed collimator, image processor, image detector, and x-ray generator errors and warnings. The philips field service engineer (fse) inspected the system onsite and did not confirm the reported issue. Fse found that unit was working. No further information regarding the issue has been provided. Therefore, no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray panel on the table is not working at all. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.